Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one egia 60 curved tip articulating med/thick sulu opened by the account. Visual inspection of the cartridge revealed that the reload had a full staple complement. The reload was loaded into a pmv representative instrument for functional testing. The reload was applied to test media with proper transection and staple formation. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a sigmoid resection, the reload was loaded onto a powered handle, but could not be fired. A new reload was used without incident. No other adverse events were reported.

Manufacturer narrative:
(B)(4)